Event description:
The consumer reported that her spinal cord stimulation was not working properly, one side was working and the other was not. The patient stated that the right side was currently not working and she accidently let her implant battery run out due to moving. The patient noted that before the battery ran out the right side was working and after she charged her implant the right side stopped working. The patient reported that before the move her left was not working and had been an ongoing issue since implant. The patient had it rebooted and was told it should work but it never did. The patient was able to try different settings and groups but it did not help. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.